Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was patient said they are having all these problems. Patient said one day they will be having a lot of leakage then will have retention the next day or the next few days. Patient did not have ID card or any info about the device. Patient said the device was implanted in 2016. Patient has an appointment in a month with hcp. Reviewed hcp can check device battery and get serial number. Patient said the device was implanted by their hcp spouse. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they never had retention prior to the device. The patient stated that they had to force themselves to go to the bathroom once every two days, and looks as if they are pregnant. The patient's mother commented on how large their stomach looked as it is so distended. The patient's mother recommended that she go to the emergency room. They stated that they were implanted in (B)(6) 2016 by the patient's husband who is a physician. The pt's current hcp is having trouble finding records from old hcp, and the pt has no idea why. Current hcp thinks that the device is causing these issues, but the pt doesn¿t know what to think. The pt proceeded to state that their husband was fired from their employer and he had put in a lot of interstim devices. They now have been having issues with someone trying to reset his passwords. The patient said they typically weigh between 115 and 120lb, but currently weighs 131lb due to the retention.